Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
The white open/close twist clamp on the line of the transfer set has now become loose and freely moves up and down the line. It appears as through the mechanism has broken inside the line. The line has been changed by the nursing staff and no further action was required. The mini transfer line was last routinely changed on (B)(6) 2010 (it is usually performed every 6 months). No further information is available. No patient injury or medical intervention was reported.